Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer's blood glucose level reaches over 500 and it was because of balancing out the diet. Reportedly the customer applied boluses to address the issue. Reportedly, the customer continued using the existing cartridge for insulin therapy.